Event description:
A caregiver has called to report an event on behalf of the end user where the sling was connected to the lift and when she attempted to lift, the lift started lowering on its own. She reported she was not pressing on anything. The end user was stuck and his right leg was reported as being squashed but unknown if any bruising or a tear.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rps350-1, serial number/date code (B)(4) is approximately 7 years old. The owner's manual part number 1078984 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Of note: information has been requested however, no further update has been received. Since it was learned that the end user was harmed, this event is being filed as a serious injury. However, it is to be noted, the extent of injury is not known at the time of this filing. When additional information is received the incident will be re-reviewed. Any further product evaluation or additional information received will be provided in a follow up report.